Manufacturer narrative:
Result: IV pole, blank module; steer cable; trend switch connector; drive/lift tube; calf rest cover, safety/critical labels; side rail panels.

Event description:
It was reported by service report that the bed had various issues. No patient involvement or adverse consequences are reported.